Manufacturer narrative:
Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. However the subject device has been identified to be within scope of a recall. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Sales rep reported a hip revision of patient due to trunnionosis and pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported a hip revision of patient due to trunnionosis and pain.